Event description:
Surgeon reported a pt had bilateral intraocular lens (iol) implant surgery (right eye -od) and in the following month (left eye -os). The pt reported he has blurry vision at intermediate distances. He also stated he sees halos around lights on cloudy days and at night in both eyes (ou). Headlights seem to be triple in size and he reports seeing rings around them. The pt has a history of seeing floaters, but feels they have become more bothersome since surgery (especially od). The iols remain implanted ou. MDR for right eye: 1119421-2007-00332. This MDR is for left eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There are no similar reports in this lot of product. Additional information was requested by fax and mail on 07/13/2007 and by phone on 07/12/2007, 07/16/2007, 07/17/2007, 07/30/2007. Additional information was received from the surgeon and from the pt by phone and by mail.